Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 7.0, re-test: 6.3, re-test: 4.1, re-test: 3.2. Date: (B)(6) 2010, inratio: 4.0, re-test: 4.1. Date: (B)(6) 2010, inratio: 4.3. Date: last week, inratio: 3.2. Customer states that different fingers were used with good blood flow.